Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Event description:
The lay user/patient contacted lifescan alleging the meter displays error 4 message. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Patient stated she experienced the inability to swallow during use of the stimulator with conventional electrodes placed on the sides and back of her neck several years prior. Patient did not seek medical treatment, just realized when she laid down she could not swallow. Patient was able to swallow after a while post use of the stimulator. Patient had surgery sometime afterwards and her physician told her she had airway blockage. Patient claims to still have trouble with shortness of breath although the stimulator has not been used for several years.

Manufacturer narrative:
Follow up # 1/supplemental report text- (B)(4) 2012: the lay user/patient's product(s) have been returned and evaluated by lifescan product analysis with the following findings: the test strips involved in this case have passed all testing with no faults found. If any additional information is available, the FDA will be notified in a follow up report. At this time, we consider this matter closed.

Manufacturer narrative:
(B)(4). The lay user/patient's meter has been returned and evaluated by lifescan product analysis with the following findings: the meter involved in this case has passed testing with no faults found. If any additional information is available, the FDA will be notified in a second follow up report. At this time, we consider this matter closed.